Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.

Event description:
It was reported that the right atrial lead dislodged post coronary angiography. The lead was explanted and replaced.